Manufacturer narrative:
Concomitant medical products: 5024m-52, lead, implanted: (B)(6) 1992.

Event description:
It was reported that the right atrial (ra) lead was undersensing atrial fibrillation (af). The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.